Event description:
Procedure: inguinal hernia repair. Reportedly, the pt had an inguinal hernia repair (date unk) where the surgeon used the protack fixation device. The surgeon thinks a protack tack may have rubbed a hole in the pt's bowel. According to the surgeon, the device did not misfire nor was it defective during use.